Event description:
Spnc representative became aware of the following case during a discussion with the physician. This was a left-sided, cardiac lead removal lead case conducted in the operating room to remove a (B)(6) old, fractured ICD lead. Both arterial line placement and fluoroscopy were utilized during the procedure. The physician prepped the pocket, attached a lld#2 to the distal tip of each lead and began lasing the fractured lead with the 14f sls ii. After the md upsized to the 16f sls the pt's arterial blood pressure took a notable decline. Changes were also noted on fluoroscopy indicating a cardiac tamponade. The pt was placed on cardiac bypass, an emergent sternotomy performed, laceration of the innominate vein/svc was discovered, and successfully repaired. Unfortunately the pt was unable to be weaned from bypass and expired due to complications related to the resuscitation efforts. An internal lhr review revealed no issues or nonconformances.